Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23309. It was reported during a procedure to explant and replace the patient's leads (reference MFR. Report#: 1627487-2015-07259), intra-operative, the physician was unable to confirm the patient was receiving effective stimulation coverage. As a result, the physician abandoned the procedure and the patient's entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.